Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guide wire detachment occurred. A 75cm .035 amplatz super stiff¿ guide wire was selected for use. However, during the procedure, the guide wire split. There were no patient complications reported.